Event description:
Updated summary: customer reported that her blood glucose was below 50mg/dl when the pump alerted change sensor. No treatment was mentioned for the low. Customer also mentioned that another sensor did not penetrate her skin. Troubleshooting was not done for the low and change sensor alert but was done for the sensor not penetrating skin issue. Pump was likely used within 48 hours of the low. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, harm reported with no reported allegation of a device malfunction, DHR requested - other reasons, harm reported with no reported allegation of a device malfunction. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia treated with other. The event involved product(s) mmt-7040b, mmt-7040b, mmt-1884, mmt-242a, mmt-332a. Troubleshooting was performed it was reported customer received a change sensor alert and sensor is not penetrating to the skin. No further patient complications were reported. No product return is required for mmt-7040b. No product return is required for mmt-7040b. No product return is required for mmt-1884. No product return is required for mmt-242a. No product return is required for mmt-332a.